Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the patent was treated with a resolute onyx drug eluting stent. Approximately three weeks post index procedure, the patient suffered exacerbation of heart failure. The patient was treated with medication but died the next day. The patient death was reported as non sudden cardiac death. The investigator and safety assessed the event as not related to the index device or anti-platelet medication.

Manufacturer narrative:
Patient is a study screen failure and no resolute onyx procedure took place. If information is provided in the future, a supplemental report will be issued.